Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was evaluated and there were no iipv events found within 24 hours of death that would have contributed to this event therefore our pd device is no longer considered suspect.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away. The cause of death was reported to be cardiac arrest. Prior to the event of death, the pt was hospitalized for another indication. The day before the event of death, the pt was placed in hospice care. Pd therapy was ongoing until the time of death however it was unknown if the pt was performing therapy on the homechoice (hc) at the time of death. An autopsy was not performed. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported death. A review of the service history record was performed and revealed no failures or problems that were the same as or similar to the reported event. The event history log was reviewed and revealed no programming, malfunction, or iipv events that could have caused or contributed to the patient passing way. The device was determined to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. An internal and external visual inspection revealed no problems related to the reported event. A short simulated therapy was performed and completed successfully. Upon conclusion of the investigation, no malfunction, abnormalities or iipv events were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a follow-up report will be submitted.